Event description:
Manufacturer report number 3006705815-2019-01335. Leads were explanted and a new leads were implanted. There were no complications during the procedure.

Event description:
Manufacturer report number 3006705815-2019-01335.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 3006705815-2019-01335. It was reported that high impedance issue was observed on the leads. Programming changes were made to provide adequate pain coverage however patient stated therapy was not as effective as prior therapy. Patient continues to receive stimulation. Lead revision will be performed in the near future. Patient was stable otherwise.